Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary faced a duplicate address error, which caused cubies and sometimes entire drawers to fail. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that duplicate address error. The technical support specialist logged on to the stations and performed updates. The system functioned as intended after the technical support specialist troubleshot the device.